Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken door/ door latch. Replaced corrosion bezel and logic board. Replaced non bd case. A review of the device history record for sn (B)(4) was performed from date of manufacture 12/18/2006 to present date 10/13/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was allegedly damaged. It was reported there was no patient involvement.